Event description:
It was reported that when using the bd pyxis¿ es server users were not able to override medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server users were not able to override medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auto critical override function was failed. The technical support specialist (tss) dialed into the application server and reviewed the facility configuration under the settings of auto critical override. Tss instructed the user to set the active directory message received duration and pharmacy information system message received duration to zero to reflect the correct configuration for scheduled downtime as the device did not go to critical override due to the duration was set as five minutes before. Tss also recommended to set up on schedule critical override to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.